Manufacturer narrative:
Summary of investigation: there are no previous complaints of any of the possible batches. We manufactured and distributed in the market (B)(4) of batch 3508ea; (B)(4) of batch 3522ap; (B)(4) of batch 3529te; (B)(4) of batch 3550zx and (B)(4) of batch 3605ac. There are no units in stock in b. Braun surgical's warehouse of any of the possible batches. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing records of all the possible batches, these products had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: root cause: not applicable, foreign body reaction and granulation are expected undesirable side-effects documented in the instructions for use of the product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, foreign body reaction and granulation are expected undesirable side effect documented in the instructions for use of the product: side effects () as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. However, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that during the 6-week post-operative follow-up for hysterectomies, several patients presented with granulomas at the closure site, where monosyn sutures were used (a recent change in product/brand). Silver nitrate was used for several of them.